Event description:
Customer reported alleged inaccurate high readings on customer's fasttake meter. Customer reports results of 60 mg/dl on customer's fasttake, 40 mg/dl on an accucheck meter and 20 mg/dl at the hospital. The same fingerstick was used to test on the fasttake and accucheck meter. Customer was administered glucose. No other information was provided.